Event description:
Hosp staff were treating a pt and attempted to deliver a defibrillation countershock using internal paddles. The device operator reportedly attempted to charge the defibrillator to 100 joules while using the internal paddles. The pt was not resuscitated. Whether the reported event caused or contributed to the pt's outcome was not established.